Event description:
Customer reported intermittent cine run playback issues. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor, reformatted the cine drive, and reloaded software. System operates as intended.